Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which led to a pump shutdown. When the pump turned on after being shut down, the touchscreen was unresponsive to the customer's touch. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery fluctuation issue was verified; however, the touch screen issue could not be identified.